Manufacturer narrative:
(B)(4). Additional information was requested, and the following was obtained: what was the initial procedure? Not aware of procedure, they used it for skin closure in patients face. Could you please when did the issue occurred?, pre op or intra op? Intra op. Could you please provide procedure date? (B)(6) 2020. Could you please confirm what is the current status of the patient? The patient did not take any damage less than it took some more time. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a skin closure procedure on (B)(6) 2020; and a suture was used. During the procedure, the suture pulled off the needle. There were no adverse patient consequences reported. Additional information was requested.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 5/21/2020. A manufacturing record evaluation was performed for the finished device lot number phb772, and no non-conformances were identified. Additional h3 investigation summary: it was reported pull off - suture needle. One open box with four unopened samples of product code 698h, lot phb772 was received for analysis. During the visual inspection of samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strands and no defects were observed. A functional test was performed and the pull force were above the minimum requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the samples, no performance pull off suture needle was found, and the tested samples met the finished goods requirements.